Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. There was localized calcification on the posterior leaflet. Two clips were successfully deployed on the mitral valve. However, shortly after deployment of the second clip, it was observed via echocardiography that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The clip remained stable; therefore, no additional treatment was performed. Mr reduced to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.